Manufacturer narrative:
The explanted parts have not yet been returned however, a review of the manufacturing and inspection records was performed and there were no discrepancies found. The parts were disposed of and there are no x-rays availalable at this time for evaluation. A general review of the manufacturing records was performed and there were no discrepancies found. Without the actual parts and additional confirmed information, no firm conclusions can be drawn as to the cause of the incident; the patient's fall may be contributing factor in this case.

Event description:
The original surgery was performed (B)(6) 2013 with an interbody cage manufactured by another company and k2m instrumentation. A second procedure to extend the fusion to t4 using connectors and additional rods and screws was performed in (B)(6) 2013. Subsequently, the patient had a fall in (B)(6) 2014 and had a third procedure on (B)(6) 2014 in which the whole construct was revised. A rod implanted in the (B)(6) 2013 surgery reportedly broke due to pseudoarthrosis.